Event description:
Caller reported blood glucose results of 110 mg/dl, 312 mg/dl, and 409 mg/dl within 10 minutes on the advantage/voicemate system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.